Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported persistent hyperglycemia despite pump boluses and pen corrections. There were no signs of insulin leakage, odor, wet adhesive, peeling, or redness reported, and no error codes appeared on the controller. The pod was worn on the leg for between 49 and 71 hours. On (B)(6) 2026, the patient went to the emergency room to seek medical attention for hyperglycemia with a blood glucose level of 500 mg/dl (27.8 mmol/l). The patient was experiencing blurred vision, nausea, headache, difficulty speaking, and intense thirst. The patient was diagnosed with hyperglycemia with mild acidosis. The patient was treated with intravenous novo-rapid insulin with potassium. At the time of contact the patient was still in the hospital. Follow up is being conducted to obtain additional information related to the medical event, further treatment, and hospital discharge. If additional information is received, a supplemental report will be submitted.